Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test and high pressure test were completed and passed within specifications, instructed customer to change the site and use manual injection as per md protocol,